Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on a lead was beyond the expected lower range. Max rv capture threshold varying between 0.875-greater than 2.5 v from (B)(6) 2014 through (B)(6) 2015 .reaches greater than 2.5 v on (B)(6)2015. On (B)(6) 2015, minimum rv pacing impedance dropped to 218 ohms down from a trend in the 499-586 ohm range. Since (B)(6) 2015 there were 233974 short circuit paces and 2410 since 2015-04-03 there were 2410 non-physiological senses. Concomitant medical product: 5554-45 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that a lead alert was triggered due to low impedance. Additionally the right ventricular (rv) lead exhibited oversensing when the patient rotated her arm. Noise, unstable thresholds, and unstable impedance were observed leading to suspected insulation damage. The lead was reprogrammed and will continue to be monitored. No patient complications have been reported as a result of this event. .